Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The analysis revealed multiple signs of wear along the lead body. In particular between 20 cm and 36 cm distal to the is-1 connector pin the lead body and the inner conductor coil were found squeezed and deformed. Furthermore in these regions the insulation was found damaged by spiral-shaped abrasion. Based on the characteristics, it is reasonable to assume that these damages resulted from a twiddlers syndrome as mentioned in the complaint description. Furthermore, cuts in the insulation were observed which occurred most likely during the explantation procedure. The values of the parameters measured during the electrical analysis were within the technical specifications. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.

Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted due to twiddlers syndrome. No other information was provided. Should additional information be received, this file will be updated.